Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported whether the patient was hospitalized for the reported event; however it was stated that the patient was visiting opd due to the peritonitis (opd was not further clarified by reporter). The cause and treatment for the peritonitis were not reported. The patient was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested, but the reporter declined to provide any further information on this event.